Event description:
This pt had a right total knee arthroplasty in 2003. Pt has had continued pain, their foot is externally rotated and pt was admitted for a revision right total knee arthroplasty. During the procedure the surgeon discovered the tibia component to be in reverse slope and internally rotated. The tibia components were removed and replaced.